Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited high, out of range pacing impedance. The lead was explanted and replaced. The patient was stable.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited high, out of range pacing impedance. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: information received indicates that the atrial lead was not explanted, it was capped.

Event description:
New information received notes that the lead was capped on (B)(6) 2022.